Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 595 mg/dl. The customer felt nauseus. The customer treated via insulin pump bolus. Troubleshooting was not completed. It is unknown if the auto mode feature was active during the incident. The insulin pump was not returned for analysis.